Event description:
It was reported that the 9800 system had a kv and ma error during a case. The procedure was completed without incident. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The customer cancelled the service call. A follow up report will be filed when additional details become available. This MDR is related to ge healthcare complaint number.